Manufacturer narrative:
Additional information is being requested from the field. This report will be updated if additional information is received.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) and right atrial (ra) noise, oversensing and pace impedance measurements of greater than 3000 ohms. The patient had been in a rehabilitation facility at the time of the episodes; therefore, the noise and impedance measurements were thought to be due to electromagnetic interference (emi). The health care professional (hcp) reprogrammed the device and will monitor the patient. The device remains in service. No adverse patient effects were reported.